Event description:
On (B) (6) 2009, the pt reported she saw a small air bubble in the insulin cartridge of her infusion device. She stated she primed it out immediately. During troubleshooting, the pt stated she uses room temperature insulin to fill her cartridges. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.